Event description:
It was reported that during a gastric wedge resection procedure, the anvil of the jaw was bent and would not close to go down the trocar. It is not known if this was the first use of the device. They used another like and completed the procedure. There was no other information available. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.